Manufacturer narrative:
Pump had blank flashing white liquid crystal display due to cracked liquid crystal display controller and cracked glass. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white liquid crystal display.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the screen was cracked. The customer was advised that the insulin pump needed to be replaced and advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.